Event description:
Additional information received reported that impedance tests, x-rays, and reprogramming were all conducted prior to surgery. The patient's implantable neurostimulator (ins) was replaced due to depletion. Post-surgery, the patient was doing 'wonderful' with 'excellent' stimulation coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was showing an impedance error message. Troubleshooting was done but the error message did not clear. The ins was being replaced as it was nearing low battery status. The patient was receiving good stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748951 serial# (B)(4) implanted: 2005-(B)(6) explanted: 2012-(B)(6) product type extension product ID 748951 serial# (B)(4) implanted: 2005-(B)(6) explanted: 2012-(B)(6) product type extension product ID 7435 serial# (B)(4) product type programmer, patient product ID 3998 lot# j0406043v implanted: 2005-(B)(6) explanted: product type lead. (B)(4).